Event description:
A report was received that the patient was experiencing difficulty charging the ipg and it was non-functional. Database analysis revealed no anomalies. The patient will undergo a battery replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The physician thought that the placement of the ipg was deep and the patient could not charge. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and it was non-functional. Database analysis revealed no anomalies. The patient will undergo a battery replacement procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and it was non-functional. Database analysis revealed no anomalies. The patient will undergo a battery replacement procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and it was non-functional. Database analysis revealed no anomalies. The patient will undergo a battery replacement procedure.

Manufacturer narrative:
Additional information was received that the physician could feel that the top of the ipg was tilted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(Sc-1110-02 sn: (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg was successfully charged to full capacity in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. The battery depletion rate and quiescent current measured normal. The device exhibited normal device characteristics.